Event description:
It was reported that the sonopet console 230v stopped working after sparks were observed coming from the plug point during testing prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A new power cord was attached to the device and it was returned to the user facility.